Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported troubleshooting attempts included reprogramming and impedance check. The cause of the event was due to patient with ¿hostile/noncompliant bladder.¿

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had no symptom control. There were no trauma/falls reported that could be related to this issue. Therapy was removed. The patient had the ins (implantable neurostimulator ) implanted because he was leaking at night. The patient stated after the implant the implant did not help with the symptom control but made it worse. Not only was the patient leaking and worse at night but he would be dripping all day. They were not able to help him in controlling any of his symptoms. Event date: 2013. The patient was not exactly sure of the year the therapy was removed. The patient thought the manufacturer's representative (rep) may have been at the explant but did not recall. The patient did not recall the reps first or last name. The patient did not see the rep prior to surgery and did not see the rep after surgery. The managing physician is doctor y and was the dr who did the removal as well. The therapy was removed at (B)(6) hospital. Indication for use was noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.